Event description:
The customer reported the equipment constantly restarts. There was no reported adverse patient impact.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. The som pca was found to be corrupt. The available information is consistent with a malfunction of the processor pca. The cause was a corrupt som pca.